Event description:
A report was received that a report was run by the physician that showed the patient had high impedances. A database analysis was completed and showed three open circuits and one short circuit, but the impacted electrodes were not being used in the patients programming. X-rays were also taken, and showed that there was no relief loop at the right burr hole cover; and it was therefore suspected that the lack of a relief loop caused the high impedances. Because of this, the physician decided to perform a revision procedure despite the fact that the patient had no tremors and was very satisfied with therapy. Patient underwent a revision procedure to replace the extensions, and is doing well post operatively.

Manufacturer narrative:
Correction to b3 date of event: (B)(6) 2019. Product investigation was completed on nm-3138-55 serial numbers (B)(4) and was unable to confirm the report of high impedance observations with testing of the product return. Visual inspection revealed that the leads were cleanly cut into three pieces. This kind of damage is typical when explanting or removing the lead extension, and is not considered a failure. Additionally, the three pieces returned for analysis do not make up the entire lead extension. Due to the explant damage and incomplete device return, the reported impedance issues could not be confirmed. Borescope inspection, x-ray inspection and lead dimension testing did not reveal any other anomalies.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: nm-3138-55, serial/lot: (B)(4), description: 55cm 8 contact extension.

Event description:
A report was received that a report was run by the physician that showed the patient had high impedances. A database analysis was completed and showed three open circuits and one short circuit, but the impacted electrodes were not being used in the patients programming. X-rays were also taken, and showed that there was no relief loop at the right burr hole cover; and it was therefore suspected that the lack of a relief loop caused the high impedances. Because of this, the physician decided to perform a revision procedure despite the fact that the patient had no tremors and was very satisfied with therapy. Patient underwent a revision procedure to replace the extensions, and is doing well post operatively.

Manufacturer narrative:
Correction to device codes - high impedance only. A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a report was run by the physician that showed the patient had high impedances. A database analysis was completed and showed three open circuits and one short circuit, but the impacted electrodes were not being used in the patients programming. X-rays were also taken, and showed that there was no relief loop at the right burr hole cover; and it was therefore suspected that the lack of a relief loop caused the high impedances. Because of this, the physician decided to perform a revision procedure despite the fact that the patient had no tremors and was very satisfied with therapy. Patient underwent a revision procedure to replace the extensions, and is doing well post operatively.